Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damaged. A review of the event history log (ehl) identified high pressure alarms. During the functional testing was unable to duplicate the reported issue. The root cause of the issue was unable to be determined. Replaced downstream occlusion (dso) sensor due to physical degrade/damage on dso sensor pad as preventative.

Event description:
It was reported that cadd legacy pump has a persistent alarm, with no error code, still says that it is running on display.